Manufacturer narrative:
H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device." Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
A generator and lead were returned. The returned products were explanted due to a suspected infection. Device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Communication from the patient's physician revealed that the cause for the infection is unknown, with a note that the patient had been recently treated for foot infection with open skin ulcers. It was also noted that the patient's device has eroded through the skin. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
F10. Adverse event problem (refer to coding manual): health effect - clinical code: correction - should have been e1719 in initial MDR. H3. Device evaluated by MFR; provide code: correction - should have been 81 in initial MDR. H6. Investigation conclusions: correction - should have been d10 in initial MDR.